Event description:
It was reported, during reprocessing the subject device had no image. No patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, dust/rust was found inside the ccd (charged-coupled device). Based on the results of the investigation, it is likely no image was due to a bad cable. It was confirmed that the ccd had dust/rust inside, but the cause could not be specified. A definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during reprocessing the subject device had no image. No patient involvement.